Event description:
A patient reported blood glucose results of 221mg/dl, 191mg/dl and 154mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statisfical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient visited their md who advised patient to cut down their medication to 8mg in the am and 2mg in the evening. Control solution passed.